Manufacturer narrative:
The insulin pump was received with intermittent act, escape and up button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No numbers scrolling during testing noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was having an issue with the up, down and act buttons and the numbers on the screen were ramping up. Customer mentioned that the buttons on the insulin pump were hard to press. Customer mentioned experiencing high blood glucose readings of over 600 mg/dl and has treated with a bolus. Advised customer to revert to a back up plan and the device will be returned for analysis.